Event description:
It was reported that the physician was not able to establish communication with the vns patient's device at a routine follow up visit. The physician attempted to use two different programming systems, and was not able to communicate with the device. The manufacturer representative went to the site where troubleshooting ruled out both programming systems as the cause of the failure to communicate event. A battery life calculation was performed with the available programming history which did not indicate that the device was at end of service. It was later noted that the physician had the hand held's plugged into the wall outlet when attempting to establish communication with the patient's device, which creates emi, which is known to cause communication difficulties. The patient has not been back in for a follow up appointment to attempt to communicate with the device again. There are no clinical symptoms of loss of therapy, and according to the physician, the patient is doing fine.